Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl and a fall as a result of feeling weak. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 85 mg/dl, and the meter bg reading was 47 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. The customer went to the emergency room and was subsequently hospitalized. The customer attempted to self treat by drinking juice, however bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.